Event description:
Visceral surgery - "clip applier was used, it goes very difficult through the 5mm trocar from applied. The handle is very hard to trigger, clips delivered in bulk. Clinical consequences observed: bleeding so intraoperative transfusion, clips were delivered 2 times. Random pose because the trigger was too hard - another product then used." Type of intervention - "bleeding so intraoperative transfusion"

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. This type of damage is consistent with what occurs when the device is placed through a trocar while a clip is present in the jaws. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. The epix universal clip applier instructions for use states to "not place the clip applier through the trocar if a clip is present in the jaws." This document represents our final report.